Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a lesion in the distal left anterior descending artery. Pre-dilatation was performed and the 3.0 x 12 mm xience prime stent was deployed at 12 atmospheres (atm). Post-dilatation was performed. On (B)(6) 2013, restenosis was observed. The percent of restenosis is unknown. The patient did not present with symptoms. No treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.